Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion set leaked insulin near the luer lock connection, and the customer experienced hyperglycemia of "hi" (>33.3 mmol/l) as a result. No adverse event was reported. The alleged product was replaced and requested for evaluation.